Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room (ER) for hyperglycemia at 7:30 pm on (B)(6) 2019, while wearing the pod between 4 and 24 hours on the abdomen. While she was there they placed her on an insulin drip and an IV of saline fluid. The emergency room removed the pod and checked her blood glucose levels, her results were 435 mg/dl. The ER checked her urine for ketones and the results came back ".36 ml and level 37". She was discharged from the emergency room at 9:00 pm on (B)(6) 2019 when her blood glucose was stable. The patient stated that the pink slide had not moved forward, indicating a needle mechanism failure.